Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on video cable, water tightness was lost. In addition to evaluation, bending section cover had a scratch. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Light guide cover glass had a scratch. Video connector had a crack. Video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope pressure gauge of the water leakage tester dropped. There was no report of patient harm associated with this event. During incoming inspection, it was determined the objective lens adhesive was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed adhesive peeling issue could not be determined, however, the issue was likely due to stress of repeated use . The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning¿. ¿6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿. Olympus will continue to monitor field performance for this device.